Event description:
The customer reported a leak of less than 2 ml from the probe of the coulter ac*t diff 2 analyzer. The customer stated that a drop of fluid leaked on top of the tube. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts instructed the customer to clean the dirty probe wipe and to run a sample. The customer stated that the instrument was still dripping fluid on top of the tube and a beckman coulter field service engineer (fse) visit was scheduled. The fse was not dispatched for this event as the customer informed the fse that the issue had already been resolved through troubleshooting with the cts. The fse stated that the leak at the probe was due to the probe wipe needing to be cleaned and the customer resolved the issue by following the cts instruction. Failure mode of the event is unknown but may have been attributed to the probe wipe requiring cleaning. Beckman coulter internal identifier for this report is (B)(4). Issue was resolved by the customer.